Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker had a high pacing threshold. Additional information was obtained from the field representative indicating the cause for high threshold was that the epicardial lead failed at a higher rate than the endocardial lead. The behavior was attributed to the leads. This pacemaker is no longer in service. No additional adverse patient effects were reported.